Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. (B)(4).

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification, pre-dilatation was performed with a 2.0x15mm balloon. A 3.0x38mm rx xience prime stent delivery system was advanced and the stent deployed; however, a distal edge dissection occurred. Another same size xience prime stent was implanted to cover the dissection. There was no interaction of devices or other procedural issues noted. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.